Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b3; b4; b5; d4; d6; e1; e2; e3; g2; g3; h2; h4; h11. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: g7 osseoti 4 hole shell 64mm h: catalog#110010250, lot#7506480. G2: foreign: germany. Diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty. On an unknown timeframe post-implantation, the liner dislocated. Subsequently, the patient underwent revision surgery to replace the liner, shell, and head. Due diligence is in progress for this event; to date all available information has been provided.